Event description:
A customer reported that the screen went black during a cataract intraocular lens implant procedure. The case was able to be completed using a manual technique. There was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. However, system message (sm) [abnormal system shutdown] was found in the system's event log. The company representative replaced the host power printed circuit board assembly (pcba) for diagnostic purposes. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).